Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced blockage which was located in the tubing. The patient changed only infusion set and resumed insulin therapy. No further information available.